Event description:
The hcp reported the pump was replaced 3.5 months previous and the wound opened up. Cultures were done of the "possible infection." The pump was explanted. A replacement pump was implanted "on opposite side with new catheter." A follow up report will be sent if add'l info is received.